Event description:
Boston scientific received information that this product was part of a system revision due to infection. The explanted device was then used temporarily as an external pacer. There have been no additional adverse effects reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.